Event description:
Per the report received from united kingdom a 78-year-old patient with a 25mm perimount magna valve underwent a valve-in-valve procedure after an implant duration of approximately sixteen (16) years and nine (9) months due to a thrombus detected in the non-coronary cusp (ncc) and left coronary cusp (lcc). A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2007". Therefore, (B)(6) 2007 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors.